Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional info becomes available.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device and medical records were not available for evaluation. Endoleaks are a known risk of the procedure and are identified in the product labeling, under potential adverse events. No conclusions could be drawn.

Event description:
It was reported that approximately 37 months post-implant of a bifurcated device and two suprarenal aortic extension, a type ib endoleak was identified. Reportedly, during a follow-up visit, a computed tomography scan revealed a distal type ib endoleak at the limb. The pt was treated with an additional limb extension, which successfully corrected the endoleak. Reportedly, the pt tolerated the procedure well.